Manufacturer narrative:
Additional information received: the product will not be returning, the device was disposed of prior to the reported issues.

Event description:
It was reported that during a bph surgical procedure possible minor stray beam - scatter from moxy fiber - superficial blanching spot in bladder." Patient outcome: "no patient issue or safety concern relayed." No patient or user injury reported. No further information reported.